Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the on-formulary item, and not able to access it. The technical support specialist dialed into the server and checked the medication identifier, which appeared to be already configured. Needed to verify the access and station details, and support specialist confirmed that the configuration was already present on the server. Then requested the station name and the user identifier who attempted to remove the medication. A follow up email was sent to the customer, and the customer later confirmed that the issue had been resolved, and the product was successfully removed from the patient profile. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user created a code for new medication but received on formulary item, also user was not able to access the error message. The customer stated that they were unable to access the medication from the patient's profile. There were no adverse events or injuries reported based on this event.